Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Medical product: hex screwdriver 6 mm item# 00595103602 lot# unknown. Only the poly plugs were returned. The tibial plates were not returned as they were implanted. The head of the plugs have minor tool marks on the sides and show minimal wear around the hex and on the threads. The height and diameter of the returned screws were measured and found conforming to print specifications. The 6mm hex screwdriver used during surgery was not returned. Photographs were provided of the screwdriver but it could not be confirmed from the photographs is the hex was worn or if it successfully assembled with the plugs. Trial assembly with a sample 6mm hex screwdriver identified that the hex feature on both plugs securely engaged with the screwdriver. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. A definitive root cause could not be determined as the returned devices showed very minimal wear and successfully assembled with the mating instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical product: nexgen tibial fixed bearing stem, cat#: 00595004701, lot#: 63497763. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648921-2017-00521. Remains implanted.

Event description:
It was reported that during a total knee arthroplasty, the surgeon was unable to untighten and remove the polyethylene plug with the driver. The surgeon then used a flat chisel to remove the plug. This also occurred with the second product that was used in the next case. Attempts have been made and no further information has been provided.